Manufacturer narrative:
Event date is estimated.

Event description:
T was reported the patients ipg is unable to connect to the external devices following an unrelated surgery. The patient did not set the ipg to surgery mode. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.